Event description:
A customer contacted baxter's technical services center regarding a system error (se) 2240 (air in line) alarm that appeared on the home choice (hc) display during dwell 4. The technical service representative (tsr) assisted the home patient (hp) to close all clamps to bags and the patient line, before the phone call got disconnected. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed.a follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). Additional information: the following information was received from global pharmacovigilance: this report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of became disconnected from the transfer set, peritonitis, and in hospital for heartbeat in a female patient (age not reported) coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began dianeal pd4 ambuflex therapy (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Product surveillance contacted the patient regarding reported system error 2240 alarm. The caregiver stated the patient was hospitalized on (B)(6) 2011 from an infection from her pd therapy, for heartbeat and another thing he could not remember. Upon follow-up with the nurse on (B)(4) 2011, the nurse confirmed the patient was hospitalized for peritonitis. The nurse did not confirm the other events. Remedial treatment or interventions were not reported. As of (B)(6) 2011, the patient was still hospitalized. It was unknown if the events of became disconnected from the transfer set, peritonitis and in hospital for heartbeat had resolved. It was unknown if dianeal pd4 ambuflex therapy was ongoing. Medical history and concomitant medications were not reported. The nurse stated she could not say if peritonitis was related to dianeal pd4 ambuflex therapy. A causality statement was not provided for the events of became disconnected from the transfer set and in hospital for heartbeat.

Manufacturer narrative:
(B)(4). The customer report of a system error 2240 alarm was not confirmed. The root cause was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.